Event description:
The customer reported to olympus the cysto-nephro videoscope had blockage in the channel. The cleaning brush passage was restricted. The issue was identified when the scope was received back and reprocessed before the scope was put back into circulation after being used at a different hospital. There was no patient involvement. The device was returned to olympus. Upon evaluation, it was found that channel tube was clogged due to which foreign material comes out of the distal end. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The date the device was last used and /or reprocessed was 24-may-2023. The device passed the leak test. Channel patency check was performed. Accessories that were cleaned include biopsy cap. The additional port was flushed. Sterilization was performed on 24-may-2023. Ethylene oxide (eto) cap was applied as per manufacturer¿s instruction for use (IFU). Long cycle was selected as per the IFU. Terminal processing was done on 24-may-2023. The device passed the leak test. Manual and automatic cleaning was done. Additional channels were flushed. The device was connected to automatic flexible endoscope reprocessor (afer). The device was removed from afer and stored. Storage time out was reported as 1200. The connections/tubing were intact. The cup was empty and chemical indicator was changed. The channels were flushed with 70% alcohol and air dried. The device was stored in a drying cabinet. The customer returned the device to olympus for evaluation. The customers allegation was confirmed. The forceps passage or brush passage failed due to clogging of the channel tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "inspection of the instrument channel". Olympus will continue to monitor field performance for this device.